Manufacturer narrative:
This report is submitted on may 24, 2022.

Event description:
Per the clinic, the patient experienced an infection at the abutment site (date not reported) and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). However, the issue could not be resolved. The patient was placed under general anesthesia on may 03, 2022 in order to remove the abutment.